Manufacturer narrative:
(B)(4). A device history record (DHR) review could not be performed as the serial number of the device (67658) is from a manufactured unit built prior to the start of manufacturing operations at the tecate facility (year 2002). In addition, the record retention procedure establishes a 10 year retention period for manufactured electronic products; therefore the DHR info was not available. The sample was returned for evaluation. A visual exam was performed and no issues were found. Functional testing was also performed and the unit passed all tests. It was found that the unit did heat at 214.5 degrees f. Based on the investigation performed, the reported complaint of "unit would not heat" could not be confirmed. There were no issues found with the returned device.

Event description:
The customer alleges that the device will not heat. No report of a patient injury or harm.

Manufacturer narrative:
Qn# (B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history record (DHR) review could not be performed as the lot number provided is not a valid lot number. A document assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since the sample is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time the sample is not available and it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed since the device sample is not available to perform a proper investigation and determine the root cause. If device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend on similar complaints.

Event description:
The customer alleges that the device will not heat. No report of a patient injury or harm.